Event description:
It was reported by the physician that during insertion of the spring wire guide (swg), it became kinked and unraveled. As a result, the swg and catheter were successfully removed and another catheter was placed. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.